Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr did not detect an audible or measured leak. The reported issue was not duplicated. The fsr replaced the o2 sensor and o2 regulator and completed performance testing. At this time, the customer has not responded to requests for additional information regarding this event.  If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that an internal air leak was heard from inside the ventilator when it was turned on. There was no patient involvement.